Event description:
Reporter alleges patient's implant broke.

Manufacturer narrative:
The distal stem, more than 1/2 of the hinge midsection and the distal grommet were missing. Scratches probably from instruments used during the explantation surgery; whitish, flaky material, believed to be silicone debris that wore from the implant; not possible to unequivocally determine the cause of the complications, however, the morphology of the implant specimens indicate that implant destruction was caused by severe conditions of exposure while implanted.